Event description:
Procedure type: gastric bypass. According to the reporter: during the procedure we saw a blue foreign object. Took it out using a grasper. At the end of the case, all of the trocars were taken apart and it was discovered that the foreign body came from an inside seal. There case was not extended by more than 30 minutes. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).